Event description:
Cutting tome was being used to perform sphincterotomy - was hooked up to electrocautery with appropriate settings - tome cutting wire snapped from one area of tip of tome and was sticking out into duct. (Device was just inserted into patient when it was identified that device was not able to work properly.) Removed from patient immediately; there was not patient injury and no additional asa (anesthesia) time was needed.